Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the device stretched and became lodged in the catheter. A 2x4 embold fibered detachable coil system was selected for use. During the procedure, the physician attempted to retract the coil; however, the coil stretched and became lodged in the micro catheter. The catheter was removed and the coil was retrieved. There were no patient complications. However, device analysis revealed the coil was separated from the distal coupler.

Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an embold fibered coil 2x4. No components of the embold device were returned except for the coil that was separated from the distal coupler. The coil showed stretching damage and was entangled with blood. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.